Manufacturer narrative:
The compact test strips are the suspect product.

Event description:
Patient reported obtaining back-to-back blood glucose results of 469 mg/dl and 169 mg/dl on the compact plus system. Patient indicated that, based on the value of 169 mg/dl, she delivered 18 units of insulin as part. No resultant injury was reported. Patient did not provide the location where the discrepant results were obtained. While on the line with technical support, quality control testing was performed on the compact system and the results were outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped. Compact plus system: compact strip lot 20647941 with expiration date 04/30/2007.